Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. The symptoms were fever and chills. The physician feels the infection was procedure related. The patient was administered daptomycin IV antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibits normal device characteristics. Device evaluation indicated that the damage done to lead splitter is consistent with damages during explant procedure and is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-30, description: linear st lead, 30cm, serial #: (B)(4). Model #: sc-2316-50, description: infinion 1x16 perc lead kit- 50 cm, serial #: (B)(4). Model #: sc-4316. Description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. The symptoms were fever and chills. The physician feels the infection was procedure related. The patient was administered daptomycin IV antibiotics and is reportedly doing well.